Event description:
It was reported that during a coronary stenting treatment procedure, difficulty withdrawing the balloon into the guide catheter was encountered. The lesion being treated was a protected left main lesion. The physician deployed a bx 4.5mmx13mm stent at the lesion site. The physician then used the quantum maverick mr 5.0mm x 8mm to post dilate the stent. The balloon was inflated once to 12 atms. After deflation of the balloon, the physician encountered difficulty withdrawing the deflated balloon back into the guide catheter. The balloon and guide catheter were removed as a single unit without causing any patient injury. In the opinion of the physician, the problem occurred with the rewrapping of the balloon.